Manufacturer narrative:
3191 code was used to denote surgical intervention.

Event description:
Additional information was received that this system was revised after only being implanted a year. The rv lead was surgically capped due to high thresholds, and the implantable cardioverter defibrillator (ICD) had premature battery depletion due to the consumption from the high thresholds and was also was explanted and replaced. The device was returned for analysis. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead implanted four months ago had observations of loss of capture and increased thresholds. It was noted that the last follow-up was earlier this month, and at that point rv threshold was 2.8v at 1.0ms so device was set to around 4v at 1.0ms. The patient went to ER, did threshold again and got 3.5v at 0.5ms. The device was reprogrammed to output at 7v at 1.0ms which was capturing just fine. It was noted that the patient did have an escape rhythm. The implanting physician was informed, and plan was let him decide plan of action. The system remains in-service. No adverse patient effects were reported.